Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure the patient went to the hospital experiencing an inability to urinate and shortness of breath. A pericardial effusion was discovered, and the patient was hospitalized. Transesophageal echocardiogram (tee) imaging showed a bright hematoma-like coagulation on the outside of the laa wall near the anchor of the closure device. The physician performed a pericardiocentesis draining blood from the patient. The patient remained hospitalized until the treatment resolved the effusion. The patient made a full recovery from this event and has since been discharged from the hospital.